Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 38 indicating a motor stall, and the user experienced recurrent alerts despite multiple guided restarts and supply checks; a replacement ilet was arranged with instructions for data sync, shutdown, and return, and the user was advised to continue using the dexcom g7. Symptoms included hyperglycemia with blood glucose reported over 400 mg/dl. Outcomes included user instruction to monitor glucose and seek emergency care if needed, with at-once replacement planned upon receipt. Investigation included remote troubleshooting, verification of device information, shipping coordination, and retrieval of the affected unit for evaluation. Investigation of this case revealed a suspected pump motor stall consistent with a device mechanical malfunction affecting the pump drive component. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.